Event description:
Rptr has chronic pain in back and both legs, screws are too close to the nerves causing neuritis. She has deformity of spine and the tissue surrounding the spine. She constantly has to use medication for inflammation and pain. She has weakness of lower extremities, anxiety, and limited motion causing inability to perform her job and certain activities. Add'l serial #s: 20261205x1, 2026-2435x1, 2026-2440x6 and 2026-2445x1.